Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the oxygen inlet port was loose. There was unknown patient harm of adverse events reported as a result of the event.

Manufacturer narrative:
Received one device, visual inspection revealed damage and adhesive on the manifold block. Unable to confirm complaint because the patient outlet was missing when received and there were no corroborating notes. No action taken to repair device due to part supply shortages. Device is on hold due to part supply shortages and therefore was not tested further. Probable cause of complaint was a loose patient outlet due to insufficient bonding to the block assembly.